Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaints and determined that there were no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported while testing, the adc freestyle libre sensor received several error messages of "scan again in 60 minutes", "replace sensor " and a "lo" message (less than 40 mg/dl). As a result of the error messages, the customer had a seizure however, he eventually was able to self-treat with a "20 mg shot of humalog insulin". The customer further reported he was able to resume his diabetic medication regimen of "7 mg/dl (3x a day) 8 mg/dl (1 shot a day at night)". No third party medical treatment was reported. There was no report of death or permanent injury associated with this event.